Manufacturer narrative:
(B)(4). Evaluation summary: it should be noted that the preparation section of the xience alpine instructions for use states: attach an inflation device. With the tip down, orient the delivery system vertically. Pull negative for 30 seconds; release to neutral for contrast fill. Purge the inflation device of all air. Repeat until all air is expelled. The device was returned for analysis. The reported balloon rupture was unable to be confirmed. However, a hole was found in the innermember resulting in a leak. The reported difficulty to remove the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
Additional information reported that the device was prepared inside the anatomy. Additionally, during removal from the anatomy, resistance was noted, but it is unknown what the resistance was with. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid right coronary artery with mild tortuosity and moderate calcification. The 3.5 x 33 mm xience alpine stent delivery system (sds) was advanced to the lesion and inflated to 10 atmospheres (atm), for 20 seconds. During the second attempt to inflate the balloon, the pressure did not rise and contrast media was observed to be leaking under angiography. The sds was removed from the anatomy, and it was confirmed that the stent was successfully implanted. Post-dilatation was performed with an rx traveler balloon and the procedure was completed. After the procedure, a balloon rupture was confirmed on distal portion of the balloon. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.